Manufacturer narrative:
It was reported by the customer that product will be returned as soon as it is removed from the patient. To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.

Event description:
This is the first of two reports (same patient, same procedure, different products). This report is in regards to the 1104bt (intracranial pressure / temperature monitoring kit). It was reported that the traumatic brain injury (tbi) patient with a camino bt probe in situ for the last 24 hours had the cam01 (camino advanced monitor) display an intracranial pressure (icp) of 45 - 50 mmhg and the bedside monitor displayed 25 mmhg. Performing the cal step synchronization did not solve the discrepancy. The integra clinical educator advised that the cam01 should be the most accurate as it is closest to the patient but the doctors disputed that the patient's icp can read 50 mmhg following a craniectomy (clarification from the integra clinical educator on (B)(4) 2014 as "they didn't believe that it could read a value of 50 as the patient was reported to be post craniectomy"). It was also reported the icp value does not increase above 50 mmhg when the patient coughs or moves in the bed. The patient seemed to not be sedated. The red depth indicator was reported to be in position and there was no info available on the quality of the waveform. There was no brain temperature displayed. There was reported to be an issue with the temperature connector on the pac-1 cable. An icp adaptor (icp-16) was in use. Bedside monitor details were needed in order to check whether the temperature connector on the pac-1 cable. An icp adaptor (icp-16) was in use. Bedside monitor details were needed in order to check whether the temperature connector on the pac-1 cable. An icp adaptor (icp-16) was in use. Bedside monitor details were needed in order to check whether the correct icp adaptor was being used. The bt probe will be returned as soon as it is removed from the patient. Add'l info has been requested.